Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was leak into reservoir compartment and insulin pump had motor error. Customer¿s blood glucose level was 390 mg/dl. Customer was assisted with troubleshooting and they unable to rewind the insulin pump due to motor error. Customer report lip ring of reservoir was all right. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform any tests due to motor error alarm. No moisture damage on electronics assembly noted.